Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the primary system controller was changed out because of audible and visual low flow and pump stop alarms. The patient was not symptomatic and the system controller was exchanged without incident. The log file submitted to the manufacturer for review confirmed the reported pump stop/low flow/red heart alarms. The lvad parameters were stable after the system controller was exchanged.

Manufacturer narrative:
The reported event of low flows and pump stoppages was confirmed. Analysis revealed that the returned device was unable to operate a test lvad pump when tested with the manufacturer¿s laboratory equipment. Evaluation of the inner printed circuit board revealed drive circuitry damage that prevented the device from operating an lvad pump. The damage sustained to the drive circuitry on the printed circuit board was consistent with an over current situation. The specific mechanism which lead to the motor drive circuitry damage was not determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The report of the patient¿s expiration was reported under medwatch MFR report # 2916596-2014-02258. This report is regarding the system controller exchange due to low flow and pump stop alarms.

Event description:
Additional information was received from the (B)(4) registry stating: pt awoke to the lvad alarm going off at 0400. Pt states that he then switched to battery pack which caused the alarm to stop. Controller exchanged. Additional information also included indicated that the patient expired on (B)(6) 2014 due to multisystem organ failure (msof). Device function normal: yes.